Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the procedure, while the device was being deployed, the device presented in a bulging deformation. Light tugging and re-deploying the device was attempted, but the deformation remained. The device wasn't released from the delivery cable. There was no interactions with cardiac structures or angulation/kink in the delivery system. A new 30mm talisman pfo device was used and the procedure went on smoothly with no adverse events or delays. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the procedure, while the device was being deployed, the device presented in a bulging deformation. Light tugging and re-deploying the device was attempted, but the deformation remained. The device wasn't released from the delivery cable. There was no interactions with cardiac structures or angulation/kink in the delivery system. A new 30mm talisman pfo device was used and the procedure went on smoothly with no adverse events or delays. The patient is stable.